Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 5027599. The review did not reveal any possible non-conformances which could have contributed to this reported incident. To aid in the investigation of this issue, two (2) picture samples and the affected physical sample were received for evaluation by our quality team. Through examination of the samples, the defect of empty syringe was confirmed. A leak test was performed on the syringe barrel and the test passed inspection with no leaks observed. As there was no issue with leakage in the syringe observed, an exact cause for the empty syringe could not be determined at this time. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs / sf flush syringe is empty sealed in unit package. The following information was provided by the initial reporter: when did the incident occur? Before use 2 empty packages in the box. Additional information 24-july-2025: to be precise, it is not the packaging that is empty. The syringe is present in the packaging, but plunger in the down position it is empty. It should have been filled with 10ml of 0.9% nacl solution. The peel-off packaging is still sealed and appears to be free of liquids. Mrs. ***, pharmacist in charge of medical equipment vigilance at the pharmacy of the (B)(6) hospital, confirmed to me that the users had found a total of 2 empty syringes out of the 30 contained in the box. The second syringe with this obvious filling defect was given to me this morning.